Event description:
Event: (cc# 98-00090) the iab leaked and the iab was removed. On 2/10/1998, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 1/26/1998. [Pt's current status]: unk - rpt'd 1/26/1998.